Event description:
Presented to the ed(emergency dept) with frequent unknown and low flow alarms starting in the morning. The alarms are positional and she feels dizzy when they occur. The patient reports about 2 weeks of shortness of breath and increased leg swelling. Her low flow alarms started early this morning. Reports lightheadedness when bending over, also noticed that alarms worsened with this positional change. While in emergency department patient suffered cardiac arrest after her vad(ventricular assist device) controlled failed, she regained rosc(return of spontaneous circulation) with a vad controller exchange in the ed and was admitted to ICU for further management. Arrest thought to be 2/2 to electrical dysfunction of driveline. From abbott engineers: the log file captured pump stops on (B)(6) 2023 while the patient is connected to battery power. It appears the dl issue has matured to a phase to phase short.